Event description:
It was reported that an unspecified infusion was programmed at a rate of 4ml/hr to be infused for 4 hours with total volume to be infused of 16ml. However, the device displaced that the infusion was completed with an infusion rate of "222 for 11ml" after an unknown period of time. There was patient involvement but patient was not harmed. Although requested, additional information was not provided.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an unspecified infusion was programmed at a rate of 4ml/hr to be infused for 4 hours with total volume to be infused of 16ml. However, the device displaced that the infusion was completed with an infusion rate of "222 for 11ml" after an unknown period of time. There was patient involvement but patient was not harmed. Although requested, additional information was not provided.

Event description:
It was reported that an unspecified infusion was programmed at a rate of 4ml/hr to be infused for 4 hours with total volume to be infused of 16ml. However, the device displaced that the infusion was completed with an infusion rate of "222 for 11ml" after an unknown period of time. There was patient involvement but patient was not harmed. Although requested, additional information was not provided.